Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that signal loss over one hour occurred. On 12/04/2023, the patient stated earlier in the day he was traveling on a plane. The patient was not experiencing any symptoms. The patient¿s continuous glucose monitor (cgm) was reading 139 mg/dl and his tandem pump was reading 117 mg/dl. The patient ended up eating a whole bag of skittles (which he reports he should not have done) and gave himself insulin for this carbohydrate intake. When the cgm read about 70 mg/dl, the patient suspended insulin delivery from his tandem insulin pump. Emergency medical service was called, and when they arrived the patient¿s blood glucose (bg) meter value was 24 mg/dl. No cgm comparison value was provided at this time. The patient stated that during this time, he received no ¿alerts or beeps¿ from the dexcom device and was also experiencing signal loss while this event was occurring. Ems transported the patient to the emergency room (ER). At the ER, the patient¿s bg meter value was 160 mg/dl and the cgm was reading 220 mg/dl. The patient could not recall any of the treatment or medication provided to him, either by ems or at the ER. The patient was discharged home the next day. The patient was in stable condition at the time of the report. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Voltage testing was performed and failed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.